Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the medical device problem code. The initial 3500a medwatch report documented the medical device problem as ¿material twisted / bent (a040609). The corrected medical device problem code is ¿deformation due to compressive stress (a040601). Corrected section: h.6: medical device problem code. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 17-jul-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 132cm cereglide 71 catheter was received contained in the decontamination pouch. Visual inspection was performed. A stretched section of 3 cm was found on the shaft of the catheter at 23cm from the distal end. The shaft was also compressed at 20 cm. The issue reported regarding the cereglide catheter being kinked is confirmed based on the damages noted during the visual inspection performed on the returned device. The observed damages may be stemmed from challenges encountered during the procedure, such as the impeded condition of the microcatheter. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. A review of manufacturing documentation associated with this lot: (31484763) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instruction for use (IFU) contains the following precaution: do not use a catheter that has been damaged in any way. If damage is detected, replace it with another guiding catheter that is not damaged. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is nry/qjp. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The photos included in the complaint are currently under review. A supplemental 3500a report will be submitted once the photo review has been completed. A review of manufacturing documentation associated with this lot (31484763) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on (B)(6) 2025, during a mechanical thrombectomy procedure to treat an acute ischemic stroke (ais) with the occlusion in the internal carotid artery (ica) to the m1 segment of the middle cerebral artery (mca), the 132cm cereglide 71 catheter (nic71132c / 31484763) and 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 9567218) were used in accordance with their respective instructions for use (ifus). The emboguard bgc was advanced via the trans radial approach and then the cereglide was attempted to be advanced, but the concomitant phenom¿ microcatheter (medtronic) and the guidewire could not be advanced. As a result, the cereglide was pulled back and it was found to be kinked. When the whole system was removed from the patient¿s anatomy, the solid part of the emboguard bgc was found to be kinked. There was no report of any negative patient impact. On (B)(6) 2025, preliminary shipment photos of the complaint devices were added to the complaint file. The photos will be reviewed by the product analysis team. On 07-jul-2025, additional information was received. The information indicated that there was no excessive vessel tortuosity or acute bends in the target vessel. The procedure was completed when the emboguard was replaced with the optimo balloon guide catheter. The cereglide 71 was replaced with another cereglide 71 (nic71132c). Access was also changed from transradial artery access (tra) to femoral artery (fa) access to continue with the procedure, achieving recanalization after two passes were made. There was no clinically significant delay in the procedure. No further information is available.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the review of the preliminary shipment photos of the complaint device that was added to the complaint file on (B)(6) 2025. The product analysis team review the photos. The review is documented below. [Photo review]: in the photos, the distal side of the shaft of the cereglide catheter is observed to be curved. Magnified observations were performed using a microscope, and the distal end was found in an oval shape, confirming deformation. Additionally, the distal shaft was curved. A kink was observed at approximately 17cm from the distal end. A crushed condition was observed at approximately 20cm. The strain relief and luer hub were noted to be intact. A manufacturing record evaluation was performed for the finished device 31484763 number, and no non-conformance's related to the malfunction were identified. The reported issue documented in the complaint was confirmed. This investigation was performed based only on the photos provided. An assessment will be performed as per the conditions of the device returned. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.